Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. During investigation the device operates within specification. Based on the received information, the symptoms experienced by the patient were most likely due to unrelated medical reasons i.e neurological issues/ central hearing loss. The damages found during the device investigation are related to explantation surgery.

Event description:
The patient came for the initial programming. There was swelling and retention issues. One month later, the magnet is adhering, however facial nerve stimulation across the channels 6-12. Electrodes 1-3 were deactivated due to high impedances and 4-5 had no audibility. The patient is not wearing the processor at all.

Event description:
It was reported that the patient had swelling and magnet retention problems at initial activation in (B)(6) 2015. A month later the magnet retention problem had solved; the patient briefly had an auditory percept, but did not have consistent auditory input. Post-operative diagnostic imaging confirmed proper device placement and full electrode insertion. During fitting, the patient reported a sensation in her neck and appliance of additional current elicited facial nerve stimulation on some channels. The patient is not wearing the audio processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.